Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. Visual inspection upon receiving revealed a missing foot. The device was able to turn on using the battery. The device was not able to use ac power, was not able to charge the battery, and the home button led did not illuminate to indicate the ac power was connected. Internal inspection of the device found the cause to be a u5 power supply failure on the connectivity board. The device was able to turn on when connected to the ac power; however, the device was using the battery and not the ac. The device was able to obtain spo2 and pulse rate readings and was found to visually and audibly alarm when alarm limits were breached. The customer complaint was not duplicated as the device did not shut down by itself. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event., corrected data: was updated from 09/11/2019 to 10/08/2019, was updated from 01/01/1901 to 09/01/2019.

Event description:
The customer reported the rad-97 device intermittently shuts down. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the rad-97 device intermittently shuts down. No patient impact or consequences were reported.